Event description:
It was reported per field service report: symptom - check out console. According to the report by the nurse, numerous valve failure alarms. No strips were saved from perfusion. Findings/action taken: check out console for 4 cc leaks and drain failures. Ran system for over 2 hours with no leaks or drain failures. Ran with hr (heart rate) from 100-200 bpm (beats per minute), no failures. Add'l info received from field service on (B)(6) 2011 stated that the pump was switched out for another pump successfully. The pt outcome is the pt okay with no complications. The pump is back in service.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.